Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation the pulse generator exhibited premature elective replacement indicator. The patient had an unrelated procedure performed two weeks prior. A firmware download was performed successfully and normal device function ensued.